Event description:
The pump was returned for recurring "loss of prime" warnings. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number:2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.